Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the last time that the patient was successfully able to charge their device was 6 months prior to the report. The patient had not recharged due to unrelated medical issues. The patient had been attempting to charge for two days and there was no telemetry with recharging. Additional information was received from a patient via manufacturer representative. It was reported that patient came into the clinic with a ipg that was overdischarged. Patient stated that she had an extensive back surgery in (B)(6) 2019 of this year and was unaware that she needed to keep her battery charged post-surgical intervention. Patient stated that she hadn¿t charged due to it also being difficult for her to reach her ipg site and the site is ¿painful to touch¿. The rep attempted to interrogate the ipg with the tablet as well as interrogate with the patient¿s devices. Attempted to trickle charge the ipg two times for a total of 120 minutes. Patient stated that her husband did not want to stay longer to complete the trickle charge. After each 60 minute round, the device was interrogated in order to see if it had converted to normal charging. Patient¿s medical team was updated. Surgical intervention was planned but not scheduled. Patient's weight was asked but unknown. Hcp had no further information. Additional information received from a manufacturer representative (rep). It was reported that the patient did not want to complete another trickle charge due to her husband waiting in the waiting room for her. The patient was offered to meet again to pull out of the discharged state; however, the patient stated she would prefer to speak with her physician regarding a replacement to a newer model. The physician was notified of the patient's request. The surgery date was unknown at this time. No further complications were reported.